Event description:
The customer reported erroneously low platelet results, for several patients, involving coulter act diff 2 analyzer. This is report number one of two. One of the patients received significantly lower platelet results that did not correlate with the patient's clinical presentation as the patient was not on chemotherapy treatment. The customer stated controls were within specification. Sample correlation to other laboratories confirmed correct results; results were not provided. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. Amended reports were issued. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) bleached the red blood cell (rbc) aperture and bath assembly and replaced rbc check valves and vacuum isolation chamber. The fse completed several start-ups and controls within specifications. The customer performed several patient samples, all within specifications. The fse verified repair and validated system operation. The unit conformed to the manufacturer's published performance specifications. Aperture, chamber. This medwatch report is related to MDR 1061932-2012-01232.